Manufacturer narrative:
Date of event is estimated. The event of lead explant/replacement due to a broken lead showing high impedance was reported to abbott. The patient was kicked by a steer. Patient has effective therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-04756. It was reported the patient sustained a fall and was kicked by a steer after which the patient experienced ineffective therapy with their scs system. Lead diagnostics indicated high impedances on both scs leads. As a result, surgical intervention occurred wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction: section a -date of birth should have been (B)(6) 1942 in the previous report correction: section d4-additional device information: in the previous report, serial number; lot number, expiration date, UDI should have been: (B)(6); a000111636; jun 23, 2023; (B)(4); correction: section d6a-date of implant should have been (B)(6) 2021 in the previous report. Correction: section e1-initial reporter: reporter first name; last name; reporter name; reporter phone number; reporter address line 1; city; reporter state; reporter postal office or zip code should have been: (B)(6).